Manufacturer narrative:
No parts or files have been returned for analysis.

Event description:
A medtronic rep reported the surgeon was 3 cm inaccurate after completing a tracer registration. The navigation software showed the probe approx 3 cm deep from the actual probe position when the surgeon was checking accuracy. The surgeon used multiple instrument and checked several anatomical landmarks on the pt, all reported the same inaccuracy. The 3d model and images appeared correct. The pt scan was about 2 wks old. There did not appear to be any metal interference. All instruments tracked properly. The rep said they tried many tracer registrations, but only a few were successful and all were inaccurate by 3 cm. The surgeon attempted several different tracer patterns in addition to a few pointmerge registrations. They were able to successfully register with pointmerge, but reported the same 3 cm deep inaccuracy. The surgeon discontinued use of navigation for the case. No impact on pt outcome was reported.